Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezi1196 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (rezi1196) have been reported from the same facility.

Event description:
Health profession reported that the process of insertion for a per-q-cath was successful, but they were unable to retract the guidewire. No patient injury reported. On (B)(6) 2016-evaluation found stylet damage(holes) to catheter. Event states insertion successful.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of guidewire retraction difficulty is confirmed, and the cause is determined to be use-related. Returned is one 2 fr per-q-cath with its flush through ¿t¿ lock adapter. Visual observation of the returned product showed that t-lock and stylet to be assembled on/in the catheter. Very little of the stylet was outside of the t-lock. Some bunching of the catheter, causing a wavy pattern, was noticed along its length, and was confirmed tactually. When removed, the stylet was found to be wavy near the distal end. Functional testing showed that two leaks developed in the body of the catheter when flushing with a luer lock syringe was attempted. The two leaks found were between 1 and 1.5 cm and 12.5 to 13 cm distal of the stabilization wing hub, respectively. The catheter was, however, found to be patent. During flushing, the tip of the stylet protruded from the distal end of the catheter. The stylet could be easily removed from the catheter after flushing. Microscopic observation found the damaged portion of the catheter about 12.5-13 cm from the stabilization wing hub, which manifested what appeared to be two slits very close together and parallel, such that there was a strip of material between them. Viewing the hole from the outside showed that there was more damage on the inside than on the outside. The damage on the inside appeared to be a long slit with well-defined edges. The other hole could not be found. The bunching of the catheter with the stylet inside, the waviness of the stylet, the damage on the inside and the outside of the catheter (wherein the damage was linear and slit=like and larger in extent on the inside), as well as the fact that the stylet, when the catheter was flushed, could be easily retracted, indicate that the retraction issue was related a lack of flushing of the catheter/stylet before manipulation of the stylet was attempted. The IFU states, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ ¿prior to beginning placement procedure, do the following: ¿ flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ ¿avoid perforating, tearing, or fracturing the catheter when using a stylet.¿ ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s).¿ ¿insertion instructions ¿ pre-flush the catheter attach prefilled syringe to the luer attachment on the extension set. Pre-flush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet. Leave syringe attached during procedure.¿ ¿ remove the stylet/ t-lock assembly ¿ disconnect the t-lock from the catheter luer connector. Stabilize the catheter position by applying light pressure to the vein distal to the insertion site. Slowly remove the t-lock and stylet.¿